Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0212-eo - general warnings and safety notices ¿ read this first - 3. Failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used. 15. Use only arthrex approved tubing accessories. Other accessories may result in decreased pressure accuracy. Contact your arthrex representative for a complete list of accessories. Do not modify any accessory. Failure to comply may result in patient and/or operating room staff injury. 16. The extension, patient, and/or outflow tubing must be replaced before each new patient and/or procedure. The most likely cause of reported failure is a user error, most likely reconnecting tubing that was disconnected, which may cause pump pressure monitoring errors, which may cause extravasation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/09/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump was involved in a case where the joint was swelling. No additional information was provided, and additional information has been requested.